Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. It is possible that the slda is related to user technique (e.g. Leaflet assessment) and patient anatomy due to the anterior leaflet flail at a2 and cleft/indentation at p2; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that on (B)(6) 2016 the first mitraclip was implanted in the patient with mixed etiology mitral regurgitation (mr). After the clip delivery system was retracted into the steerable guide catheter, the anterior leaflet came out of the deployed mitraclip. The physician reported the single leaflet attachment of the first clip contributed to the poor mr reduction. The physician suspects that the tension on the leaflets could have been caused by the wider grippers drop angle, but he could not confirm if this was the cause of the single leaflet attachment. Two more clips were successfully implanted and mr was reduced from grade 3 to grade 2. No additional information was provided.